Event description:
No pump was returned to fresenius kabi for evaluation. A history review of the fresenius kabi service records for reported serial number prior to the notification date of this complaint record found no same / similar issues related to this complaint. A device history review of the reported serial number was conducted by fresenius kabi and no related manufacturing nonconformance records were found. There were no other incidents in production of this product that would have caused the reported issue. All complaints are captured in tracking and trending and reviewed monthly to determine if additional investigation is required for further root cause analysis and any corrective actions. No action required at this time.

Event description:
The following has been reported: biomed reported: "serial number (B)(6). Cassette/tubing related issue. Sent to depot. Deep clean deep clean pins and mechanism pulled and reviewed logs. Preliminary investigation: pneumatic valve leak failure (valve 2) could the issue stop an active infusion: yes did the issue stop an active infusion: no\ although it could the issue result in an over/under infusion: yes did the issue result in an over/under infusion: no could this issue prevent an infusion start up: yes repulled logs. Discovered flow out of tolerance. Check vr coupler/encoder board if failure persists after pneumatic replacement. Needs new pneumatics replaced full pneumatics system passed test infusion. Placed pump in bring up mode and sent to the test line passed all stations of the test line front housing final acceptance provisioned pump to 08 server sent to heratherm loaded into heratherm @16:00 and 11/10/25 passed heratherm pulled at 04:00 10/11/25. Lvp burn-in test - pass 24 hour dwell - complete control system startup check - pass pump log retrieval - fail - log retrieval shows 'valve 2 slow_closure warnings occurred 3 times' needs new pneumatics replaced full pneumatics system pump placed in bring up mode and sent to the test line passed all stations of the test line front housing final acceptance provisioned pump to 08 server sent to heratherm loaded into heratherm @16:00 and 11/23/25 passed heratherm pulled at 04:00 11/24/25 24hr dwell complete lvp burn-in test - pass accuracy test - pass electrical safety test - pass provision pump to mayo server return to service work order type corrective maintenance order description ticket states problem cause "pump problem." Resolution code cosmetic/contaminated resolution detail resolved without parts general inspection pass. Question 1 was there any injury/adverse reaction (yes, provide details, no, unknown)?:no question 2 did the issue stop an active infusion (yes, no, unknown)?:no". A preliminary review identified the following issue: pneumatic valve leak failure (valve 2). An active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported.